Event description:
Additional information received reported that a lead fracture was suspected and the lead was not sensing p waves. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service.

Manufacturer narrative:
Patient code 3191 is being used to capture the medical intervention performed of reprogramming the device.

Event description:
It was reported that this right atrial (ra) lead exhibited impedance measurements of greater than 2500 ohms, and a decrease in pacing. Troubleshooting and programming options were discussed with the health care professional (hcp). No adverse patient effects were reported. The lead remains in service.